Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The 16fr esheath+ dilator was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Image of the device was provided, and a small split appeared to be present on dilator distal tip. Procedures associated with manufacturing of the device were reviewed. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The split tip of the 16fr esheath+ dilator was confirmed through evaluation of the provided imagery. Review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Review of manufacturing mitigations indicates that the current process has a 200% inspection in place to reject for dilator tip splits. However, it is possible that the complaint device missed this inspection. It is also possible that the dilator came in contact with an object/instrument during prep, which may cause the observed damage on the distal tip. As such, available information suggests that factors related to manufacturing may have contributed to the event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, it was noticed out of the box that the tip of the dilator for the 16fr esheath+ was damaged. Per image of the device, the dilator tip is split. The dilator was not used and was discarded. A second 16fr esheath+ was opened, and the dilator from that package was used with the first sheath and the procedure continued. There was no patient harm.

Manufacturer narrative:
Investigation is ongoing.